Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Laboratory analysis confirmed that lead tip was pulled apart and was not returned.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information obtained from the field which indicated that this lead was partially extracted as the lead tip remains inside the patient. There were no additional adverse patient effects reported.